Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure the device was fired. The surgeon stated that the device fired fine. The circular device was inserted through the staple line and the distal staple line opened. The surgeon used sutures to close the staple line back together and the case was completed with no patient. The device was discarded but the cartridge is available to be returned for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Sigmoid tissue. At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st firing. During which stroke did the event occur? The device fully fired. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? No. If so, which product? Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? The surgeon continued to use the device after the issue this the staple lin opening with no problems.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.